Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v005691, implanted: (B)(6) 2006. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the patient felt the device ¿was not working at all anymore,¿ and had felt that way ¿for the last few months.¿ it was stated the patient was ¿leaking¿ and ¿dripping¿ all the time. The patient had a catheter at the time of report. It was stated if the catheter did not work the patient would need a ¿more serious procedure.¿ it was stated the patient¿s device previously relieved symptoms at about 60%, but had decreased over time and was providing only 15% relief at time of report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient code (B)(4) should have been sent with the initial report in 2013. The symptom of retention was listed in the initial report, but the code was not previously included. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who indicated that the patient's second implant has not worked for a long time and the caller has talked with the patient's healthcare provider (hcp) about explant, but the hcp advised that if the implant is not bothering the patient further action is not needed. Additionally, the caller noted that the patient no longer had a patient programmer (pp). Patient status is unknown at the time of this report and no explant was planned at the time of this report. There were no further complication reported or anticipated.